Manufacturer narrative:
Device received with all buttons responding properly. No damage on keypad assembly. No unlocked j2/lcd keypad connector. However, device alarmed motor error during rewind due to motor encoder signal out of phase. Unable to perform the displacement test, rewind, basic occlusion test, occlusion test, prime/compromised force sensor system test and excessive no delivery test due to motor error alarms. Device received with cracked reservoir tube lip. The asr exemption e2015043 was revoked on february 4, 2019. This event was previously reported as an asr. Additional information or analysis results regarding this event will be reported as an MDR.

Event description:
It was reported that the insulin pump alarmed motor error. Customer¿s blood glucose was unknown at the time of incident. Customer stated that the insulin pump alarmed motor error and unable to complete the rewind process because it alarmed button error. Insulin pump is expected to return for analysis.